Event description:
Boston scientific received information that the right ventricular lead had dislodged as confirmed through chest x-ray. Additional information was received stating that during a procedure for a tricuspid valve replacement, this lead was damaged. The lead was surgically abandoned. No adverse patient events were reported during the procedure.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.